Event description:
Additional information received reported that the pump was replaced on (B)(6) 2016. The reporter had not been alerted that there were any issues with this patient's pump. Upon interrogation the reporter saw "reset occurred - low battery" occurred on (B)(6) and for several days after that on (B)(6). Motor stall noted on (B)(6). No recovery. Safe state continued from then on until (B)(6) which was the last log noted in the logs that came up. This reporter was not aware of any environmental, external or patient factors that may have caused or contributed to the event. The physician stated that they saw the patient in the office. The pump had gone to min rate mode. No withdrawal was noted. The surgeon booked the patient for replacement. The issue was resolved at the time of the report. The patient status at the time of the report was alive, no injury. The pump was used to deliver compounded baclofen 500mcg/ml at 50mcg/day.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that a critical pump alarm was occurring. The alarm was confirmed via telemetry. The alarm was regarding a reset and safe state. No patient symptoms were reported. The company representative was to follow-up with the healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.